Event description:
It was reported that a contour ureteral stent was to used in a stent placement procedure. During the procedure, while inserting to position, it was noticed that the stent was buckled/kinked. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a040601 captures the reportable event of stent buckled material inside the patient.